Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# (B)(4), implanted:(B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient wanted to have the prime cell implantable neurostimulator (ins) replaced because it was no longer working. The patient claimed that sometimes the stimulator worked and sometimes it did not. The reporter was unsure if the patient was talking about the c-spine or t-spine stimulator.